Event description:
Car accident on 7/25/96. Admitted on 7/26/96 for open book fracture, pelvis, humeral fracture & femoral fracture. During external fixation application, surgeon could not get the pelvic screw properly seated in the bone. Surgeon felt he drilled the screw to medial in the pelvic and destroyed the bone.